Event description:
(B)(4). I was having horrible pain with the (B)(4) and told essure was my only option for birth control, even though I have nickel allergies. I was told morning of surgery that it would be ok. Six weeks later, I was involved in a head-on collision and our airbags failed to deploy. I had to change medical insurance because I was injured and not getting care. I had emergency hernia repair surgery five days before the accident. Once I healed from a neck fusion, I sought out a new gyn because of all the ongoing horrible unrelenting pain. I was scheduled for a hysterectomy. The doctor was surprised because my ultrasound was negative to find that both fallopian tubes and uterus were perforated.